Event description:
It was reported that the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.